Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor memorygel breast implants and experienced rupture on the right side postoperatively. The patient also experienced several unexplained systemic symptoms, including breast pain, hair loss, fatigue, dry skin, difficulty healing, difficulty to taking deep breaths and heart palpitations. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2021. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced severe inflammation and that the patient actually underwent bilateral device removal on (B)(6) 2021. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-aug-2021, mentor became aware of additional information allowing us to identify this event as a duplicate. This event was previously reported to FDA by the patient under report number mw5100686, and is a duplicate of mentor manufacturer¿s report number 1645337-2021-07241. The date of explant and initial reporter contact information have been updated accordingly. Should additional information be received, it will be reported under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced severe inflammation, brain fog and no ruptures. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).